Event description:
It was reported that the patients right ventricular (rv) lead was t-wave oversensing. A programming intervention was done to adjust the rv lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the attain (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45, lead; implanted: (B)(6) 2012. (B)(4).